Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. Customer changed the pump supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of over 600 mg/dl and a high ketone level identified as dangerous by healthcare provider; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2 days later, 4/19/2025 with the issue resolved and no permanent damage. The customer changed the pump supplies and continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
B2, b5, h6 (remove 4613).